Event description:
The customer received questionable troponin t and ck-mb results for one patient sample and questionable troponin t results for one other patient sample. The event occurred after a sampling error and rack jam on the analyzer. Patient sample 1 initial troponin t result was 0.2 ng/ml. The repeat result was 0.01 ng/ml. The initial ck-mb result was 33.78 ng/ml. The repeat result was 2.41 ng/ml. Patient sample 2 was from a female patient born on (B)(6) 1917 and weighing (B)(6) lbs. The initial troponin t result was 0.2 ng/ml. The repeat result was 0.01 ng/ml. The initial results were reported outside the laboratory. The patients were admitted to the cardiac unit based on the initial results and the complaint of abdominal pain. The repeat results were considered to be correct. The customer did not have any additional information concerning the patients other than that patient 1 was discharged. No adverse events were reported. The troponin t reagent lot number was 16765901 with an expiration date of 04/30/2013. The ck-mb reagent lot number was 16868201 with an expiration date of 04/30/2013. The field service representative could not find a cause and took no remedial action. He ran performance testing with results within specifications. The customer ran qc with results within the laboratory's specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. As the provided calibration signals and qc recoveries pre and post event are within expectations, there was no indication of a reagent issue. Prior to the event, there were sampling alarms on the instrument and the message history from the instrument reveals a high frequency of abnormal sample aspiration messages. This indicates improperly prepared sample or a possible liquid level detection issue. It was recommended the liquid level detection on the analyzer be checked. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.